Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was swapped out with another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was swapped out with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during the operational check. The device error log was reviewed and evaluated for the date and time of the reported issue. The device had been left in battery driven and standby mode, and "it is believed that it became auto-off", thus no problem with the device. A final and run-in tests were performed on the device, along with the battery and valve checks. The device was found to be operational, and it was cleaned.